Event description:
It was reported the patient's right ventricle and left ventricle leads were explanted due to erosion. The patient's condition was unknown.

Manufacturer narrative:
The reported event was lead erosion. The device was returned for analysis. Interrogation results were normal, visual screen was acceptable, and preliminary test results were acceptable. Further information was requested but not received.